Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: stopped working. The probable root causes could be the probe have a leak which permitted water to ingress into handle where the electrical components are causing a short circuit, user accidentally submerges device in saline, inadequate gluing operations, excessive force applied when used. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device was continously activating.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device was continuously activating.